Manufacturer narrative:
(B)(4). D10: 30.32.07 protasul-s-30-head 32 l 3005596. G2: foreign: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial right total hip arthroplasty. Subsequently, the patient had begun to have recurrent dislocations and most recently required reduction of these at the hospital. Posterior instability and limb length discrepancy were noted. The patient was revised to a constrained liner and new femoral head component three years post implantation with any known complications. No further details are available currently.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were reviewed by a health care professional and findings are as follows. Clinic visit: (patient has had 4 posterior dislocations since initial replacement, recently requiring reduction at the hospital) (a few millimeters of shortening on the r side is present on exam but patient ambulates well) (xrays confirmed posterior dislocations, component position looks good, offset has slightly increased, length is slightly reduced) (recommend constrained liner to increase stability and increase leg length) (diagnosis: posterior instability of r total hip replacement). A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.